Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and difficulty adding/removing saline.

Event description:
Healthcare professional reported for unknown side capsular contracture baker grade unknown and ¿bottom surface was soft, making it difficult to inject for contracture case." The device has been explanted.